Event description:
A reprocessed trocar reprocessed by alliance medical shattered inside me, my dr did not find all the pieces. So he cut me open to try and find the missing piece but did not find it. The trocar port would not heal because of an infection so I needed more surgery. The trocar point had to be packed twice a day for 3 months. I am making this report as I can not find a report of this advent on your database.